Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was admitted into the emergency room (ER) on (B)(6) 2023 and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 564 mg/dl, and high ketones. Customer attempted to address the elevated (bg) via manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 2023 with no permanent damage. Tandem customer technical support performed a system check, and the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.